Event description:
When I went to have my essure put in, my doctor put my left one in first and it wasn't so bad. I just felt a little pressure, but then he went to put in my right one and I immediately felt pain. I went back in 3 months later to see if my tubes were blocked and they were, but I was still having extremely bad pain like someone was cutting me. I made an appointment with my doctor to talk to him about it and he said it was irreversible and the only thing he could do is have me get a hysterectomy, but he really didn't recommend it because I was so young. So I tried to deal with the pain, it had gotten so bad I couldn't deal with it anymore. My family suffered watching me suffer with the pain long enough. I wasn't able to play with my kids or be intimate with my husband because of the horrible pain I was having. I ended up having a hysterectomy on (B)(6) 2016. I feel so much better. No pain no suffering. I'm so sad that I chose to have this birth control because of what it has done to me and my family, I just hope and pray justice is done for all the many women and their families suffering from such a horrible device.